Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(4) is for mobile system, medwatch with identifier (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 586 mg/dl on customer's mobile system, 138 mg/dl on compact plus system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.